Event description:
Pt with alsius coolline and thermaguard machine for temperature management. Thermaguard primed correctly w/o incident. After thermaguard tubing connected to coolline (which was placed in r fem) saline would not circulate or temperature regulate. Also 2 ports on coolline were not patent & without bloodflow. Line d/c'd 1/14. FDA safety report ID# (B)(4).